Event description:
It was reported that a farawave 31 mm during preparation presented a foreign material on the handle, the device was intended to use off label to perform a persistent atrial fibrillation. Upon opening the catheter packaging when preparing it on the table, it had a grayish staining on the handle. Upon rubbing it with a sterile cloth towel it was removed, however physician was not happy and wanted to use/open a new catheter and expects a replacement/new catheter to be delivered. The procedure was completed without patient complications. The device is expected to be returned. The catheter was intended to be used to treat persistent atrial fibrillation which is considered off label use of the farawave device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation presented a foreign material on the handle, the device was intended to use off label to perform a persistent atrial fibrillation. Upon opening the catheter packaging when preparing it on the table, it had a grayish staining on the handle. Upon rubbing it with a sterile cloth towel it was removed, however physician was not happy and wanted to use/open a new catheter and expects a replacement/new catheter to be delivered. The procedure was completed without patient complications. The device is expected to be returned. The catheter was intended to be used to treat persistent atrial fibrillation which is considered off label use of the farawave device.

Manufacturer narrative:
There is a picture attached to this complaint which evidence the device handler with white spots. Based on the media analysis the foreign material allegation was confirmed. It was reported that the device was used to treat a persistent atrial fibrillation, which is considered an off-label use. The device did not return; therefore, product analysis could not be performed.